Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system called technical services (ts) due to a delay in the device displaying a yellow alert on their communicator. The patient stated the alert was detected on (B)(6) 2025; however, it took the clinic about 8 days to receive the alert. Ts walked the patient through troubleshooting efforts. The troubleshooting efforts were unsuccessful. Ts referred the patient to the device treating clinician for further evaluation. Subsequent additional information was received that reported that a successful interrogation was achieved, and it was noted that there were several red alerts for right ventricular (rv) lead high out of range shock impedance measurements greater than 125 ohms recorded. No adverse patient effects were reported. This crt-d and rv lead remain in service.